Manufacturer narrative:
Conclusion and justification status: the complaint states when the instrument kit was opened the handle was found with the red trigger broken from the handle. We used the other handle in the set for the case, with the broken handle removed from the trolley prior to the case starting. Good outcome, patient not affected. No delay or adverse event. The investigation could not confirm the complaint as no product was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the instrument kit was opened the handle was found with the red trigger broken from the handle. No delay or adverse event.

Manufacturer narrative:
Conclusion and justification status: the complaint states when the instrument kit was opened the handle was found with the red trigger broken from the handle. We used the other handle in the set for the case, with the broken handle removed from the trolley prior to the case starting. Good outcome, patient not affected. No delay or adverse event. The investigation could not confirm the complaint as no product was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. The complaint was reopened as the products were received. It was confirmed that the handle had broken. All pieces were returned. The above conclusion remains valid.